Event description:
Caller reported alarm from the tandem mobi cartridge during the loading process. There was no adverse impact to the customer¿s blood glucose level. Customer was unsure about following the app prompt for cartridge removal but received education on the correct procedure and resumed insulin delivery with the current cartridge. No additional technical support was initiated as the customer was not at home, and they planned to monitor the situation and report any further issues.